Event description:
On 04/25/2023, it was reported by a sales representative via sems that an ar-9676 drive shaft was used during an augmented mgs reverse procedure. During normal reaming for a 10 degree mgs augment, the ined shaft (this device) locked within the outer 10degree angled reamer sleeve (ar-9597-10). This was discovered during use with no patient effect.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to misaligned insertion the device during insertion. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.